Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing presyncope. Upon interrogation, the right ventricular lead exhibited loss of capture. A chest x-ray was performed which revealed that the lead had perforated the heart. A chest tube was used to drain the fluid due to a pericardial effusion. The atrial lead exhibited low p-waves. The physician elected to explant and replace both leads. The patient was in stable condition post surgery.